Event description:
The complainant reported that a j-tube enteral feeding device had been placed in pt approx three months previous during a therpeutic procedure. It was also reported that the tube had separated, and that the detached tube was found in the pt's stomach. It was indicated by the complainant that the physician successfully removed the tube from the pt's stomach via the aid of a snare and a scope. A replacement j-tube enteral feeding device was placed in the pt and the complainant indicated that there was no adverse affect on the pt as a result of the reported problem.